Event description:
It was reported that during a total hysterectomy open procedure, the surgeon was unable to advance the blade, under compression the blade jumped causing slight bleeding and incomplete vessel seal. Use of the device was stopped. It is unknown how the procedure was completed. There was no adverse consequence to the patient. The procedure was delayed by approximately 30 seconds.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. We are unable to investigate the "tissue effect issues and hemostasis controllable" issues due to the condition of the device. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.